Event description:
Pt undergoing right colon resection and lysis of adhesions. Surgeon noted that the refurbished harmonic scalpel was "loose" and "kept flipping around". A new instrument was opened, and the procedure completed with no harm to the pt.